Manufacturer narrative:
Device repaired and returned.

Event description:
It was reported that the device is heating up. The procedure was completed successfully without a delay; no patient involvement, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the device is heating up. The procedure was completed successfully without a delay; no patient involvement, no adverse consequences or medical intervention were reported.